Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was being prepared for a ureteroscopy procedure. According to the complainant, the catheter was kinked at the point where the inflation adapter connects to it. It was reported that the damage was not noticed before the device was removed from the package. The device was not used in the patient. The physician completed the procedure with another passport balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was being prepared for a ureteroscopy procedure. According to the complainant, the catheter was kinked at the point where the inflation adapter connects to it. It was reported that the damage was not noticed before the device was removed from the package. The device was not used in the patient.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the inflation connector was not attached correctly to the device. The catheter shaft was kinked at 21 mm, 170 mm, and 835 mm distal to the proximal end. Functional analysis revealed that when the inflation connector was attached correctly, the balloon was able to be inflated to its rated burst pressure (rbp) of 8.5 atm. No other defects were noted to the device. Handling damage contributed to this event.